Manufacturer narrative:
The user reported discrepancies between bg and sg readings. During analysis, customer care found that there were calibrations around the dates provided that match the values, and can be explained by lag. Although there were some discrepancies during calibrations, the sg values generally tend to catch up with the bg values. The user was informed that occasional differences of up to 20% between bg and sg measurements are considered normal behavior for the system, and advised to continue calibrating as required, performing calibrations when they notice such discrepancies can help the system re align. The case was escalated where based on review of the data and the examples provided, support found no indication of an issue with the system. Overall, bg values meet the sg trends well, considering the delay that can occur between changes in blood glucose and changes in the glucose seen by the system. As per dms, the user is currently using the system with up to date information.

Event description:
On february 16, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported an event where the eversense cgm system displayed results that differed from blood glucometer measurements. Based on a review of the sensor data available in the data management system (dms), the observed discrepancies occurred during the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. The user was educated about this adjustment period and advised to continue using the system, entering any additional calibrations as prompted by the system. The user was informed that the system is expected to improve following stabilization. The user acknolwedged this guidance and agreed to continue use of the system as instructed.